Event description:
This pt experienced phrenic nerve stimulation and was scheduled for an lv lead revision on (B)(6) 2011. At this time, all available info suggests that this lead remains actively implanted. Should add'l info become available, this event will be updated.